Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. Additional information requested: was the device activated near or on a staple line or clip? Is the broken blade being returned for analysis?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the probe was being used for mobilization and when the energy was delivered for the first time, the active blade got broke. However, the broken part was taken back. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was not activated near the staple line or near the clips. However, even though the broken part has been retrieved, they do not have it and hence, it is not sent for analysis.

Manufacturer narrative:
(B)(4). Batch # m90g3f. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. The device was connected to a test hand piece and a gen11, during functional testing it was noted that the max hand activation button was nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the max hand activation dome. Due to the moisture discovered on the instrument which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce moisture to the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.